Manufacturer narrative:
E1: reporting institution phone#(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating there was a speaker error message. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips remote service engineer (rse) provided a quote for service and repair, but the customer declined. No other information was provided. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.